Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage. The reported event of high capture threshold and lead dislodgement was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, high capture threshold was observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed the lv lead had become dislodged. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.